Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user of the ilet experienced a severe hypoglycemic event after a reset, and the clinical team approved a product return following counseling and review of the case. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed with the user, and arrangements for return shipping of supplies. Investigation included a review of the reported event details and user counseling history. Investigation of this case revealed that the cause of hypoglycemia was unclear and not linked to a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.